Manufacturer narrative:
Device received has a crack on the battery tube which extends to the top where the battery threads are located.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia as well as the insulin pump had crack on battery compartment. Customer's blood glucose value was 48 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with glucose for low blood glucose level. The insulin pump will be returned for analysis. Frn-unk-rsvr. Unomed inf set.